Manufacturer narrative:
This is one of four manufacturer reports being submitted for this case.    In this case, the exact valve model number and date of the event is unknown. According to the article the date range for this event is from april 2012 to january 2016.  For this reason, the first day of the range was used as the occurrence date. Additionally, sections of this report will reflect an unknown edwards sapien xt transcatheter heart valve.   Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention.   However, it is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.   The tav in tav was reported in a medical article and no additional details were provided. In this case, there is insufficient information to confirm the cause of the reported valve in valve due to stenosis and ar. However, it is possible that the patient factors and co-morbidities (e.g. Renal disease requiring dialysis) may have contributed.   Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.   Please reference the following article: maeda, koichi, toru kuratani, isamu mizote, kazuo shimamura, yasuhiro ichibori, toshinari onishi, satoshi nakatani et al. "Midterm outcomes of transcatheter aortic valve replacement in dialysis patients with aortic valve stenosis." Circulation journal (2019): cj-19.

Event description:
Per medical article "midterm outcomes of transcatheter aortic valve replacement in dialysis patients with aortic valve stenosis," a single-center study evaluated the midterm outcomes of 25 dialysis patients who underwent tavr with the sapien valve or sapien xt valve from april 2012 to january 2016.  The authors reported that during follow up 2 patients who had a tav-in-tav due to severe stenosis and moderate aortic regurgitation. There are no particular information to identify each patient.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
This is one of four manufacturer reports being submitted for this case. Please reference related manufacturer report numbers: 2015691-2019-02310 2015691-2019-02311 2015691-2019-02312.